Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes there were overfilling this event occurred 1000 times. The following information was provided by the initial reporter: the customer stated, "the tubes are overfill making the coagulation analysis impossible. Sales rep after a meeting with the customer: the product works properly, with the new cap, it no longer loses vacuum and the customer was not used to see blood above the filling indicator."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, (B)(6) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes there were overfilling this event occurred 1000 times. The following information was provided by the initial reporter: the customer stated "the tubes are overfill making the coagulation analysis impossible. Sales rep after a meeting with the customer: the product works properly, with the new cap, it no longer loses vacuum and the customer was not used to see blood above the filling indicator.